Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charger did not power on, as evidenced by no indicator light despite attempts to use multiple wall outlets, and a replacement charger was issued. Symptoms included no patient injury or glycemic symptoms. Outcomes included use of alternative charging guidance provided, though an alternate qi charger was not available, and replacement supplies were shipped. Investigation included troubleshooting with relocation to different outlets and verification of power indicators. Investigation of this case revealed a nonfunctional charger consistent with a charging accessory malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a defective charger.